Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). All available information was forwarded to the actual manufacturer for further evaluation. They conducted a batch review for the involved finished good lot number and no defects of this nature were noted in the manufacture or final control inspection of the product. The process cards showed no abnormalities. The actual samples have not been received at this time and the investigation is ongoing. A follow up report will be submitted when the investigation results become available.